Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'downstream occlusion' was verified through the review of the event history log but not reproduced during evaluation. Evaluation revealed that the cause was a downstream sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'upstream occlusion' was verified through the review of the event history log but not reproduced during evaluation. Evaluation revealed that the cause was an upstream sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'air in line' was verified through the review of the event history log but not reproduced during evaluation. Evaluation revealed that the cause was an upstream sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion, upstream occlusion and an air in line. There was no patient involvement. No additional information is available.